Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the prime process. The patient's blood glucose at the time of incident was 238 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The drive support cap appeared was protruded, and at one point it had actually come completely off. When the customer was asked to clear the alarm she mentioned that the pump re-booted. Once the pump came back on the reservoir icon was empty despite a full reservoir inside of the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump had no unexpected prime alarms noted during testing. The insulin pump passed displacement test and rewind test. The motor error alarmed during basic occlusion test and unable to prime during prime test due to loose/protruded drive support disk noted. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube and cracked battery tube threads.